Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On february 11th, 2024, the user contacted dario to report high blood glucose (bg) readings. The user, who is eighteen weeks pregnant, reported receiving a bg reading in the 300 mg/dl range from her dario meter. Due to the above, the user's obstetrician instructed the user to go to the ER, where her bg level was tested was found to be 85 mg/dl. The user reported that when she returned from the hospital, she tested her husband's bg level with her dario meter and received a bg reading in the 400 mg/dl range.